Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Subsequently the patient was seen for an upgrade procedure. The device was explanted and returned for analysis.

Manufacturer narrative:
(B)(4);as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's physician received an alert for out-of-range shock impedance. Boston scientific technical services (ts) was contacted to review the device data for the measurement. The shock lead impedance recorded a measurement of 3 ohms. Ts discussed performing additional testing to ensure lead integrity. There was no oversensing noted and further testing that day provided stable measurements. Additional information indicates that the patient was not brought in for additional testing. There have been no adverse patient effects. The device remains in service.